Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The contact stated that the customer has a lot of scar issue and only rotates two areas of their abdomen, in addition to this the customer also wears their pump against their skin. There was no known impact to the customer's blood glucose (bg) level. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.